Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia was reported that after a procedure where this device was implanted, the patient experienced surgical revision, recurrence of ventral hernia, surgipro was re-fixed to abdominal wall laterally on the right, lysis of adhesions, and several defects noted during revision surgery. After treatment, the patient experienced revision.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia repair. It was reported that after implant, the patient experienced recurrence, defects in abdominal wall which contained omental tissue and adhesions. Post-operative patient treatment included lysis of adhesions, revision surgery and removal of mesh. The device was used with unknown tackers.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia repair. It was reported that after implant, the patient experienced recurrence, defects in abdominal wall which contained omental tissue and adhesions. Post-operative patient treatment included lysis of adhesions, revision surgery and removal of mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.